Manufacturer narrative:
A torque driver handle was reported as used with this driver but not able to be returned for testing.

Event description:
Representative reported that the driver was broken in surgery, he reported that the fragment was recovered, and there were no injuries. Representative was not able to send back the torque limiting handle used in the procedure.